Event description:
It was reported that during a balloon angioplasty procedure below the knee, the balloon rupture occurred. The 99% stenosis was calcified and severely tortuous. The balloon ruptured at 8 atms on the first inflation. No patient complications were reported and the patient status was listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).